Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide specific number of devices with suture breakage issue during use in this procedure. =>12 devices were reported as nonconforming. How was case completed? =>no further information is available. No further information will be provided. Note: events reported in: 2210968-2019-89222, 2210968-2019-89223, 2210968-2019-89224, 2210968-2019-89226, 2210968-2019-89227, 2210968-2019-89228, 2210968-2019-89229, 2210968-2019-89230, 2210968-2019-89231, 2210968-2019-89232, and 2210968-2019-89233.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2019 and suture was used. During the procedure, the surgeon felt that the suture was broken easily. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.